Manufacturer narrative:
If further information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with daflon suture. The client reported that the suture was used in a vitrectomy, with loss of consistency of the thread, it would break off easily, either stitching, either afterwards without suffering any type of tension; gold colour instead of black. Additional data has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same reference-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with a piece of broken thread (with the needle attached to the thread) and a detached needle. The thread measures 3 cm approximately. With only 3 cm of thread the knot pull tensile strength test can not be conducted. The thread color of the sample received does not correspond to the product description, it is an undyed thread instead of a black thread. Checking the batch manufacturing record of this product, no color variation has been observed in the thread during the process and in-process control results fulfilled the specifications. Additionally, we have also received samples from stock of product manufactured with the same thread raw material batch (8 samples of code-batch g1118625-619026 and 12 samples of code-batch g1118706-619101) and all packages contain a dafilon black thread, according to the product description. Taking into account that there are no other complaints reported of this code-batch, we consider that this is an isolated and accidental unit, but whole batch is correct. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications regarding thread different colour issue, we conclude that the case is confirmed by evidence of the failure in the open sample received. On the other hand, regarding thread breakage issue, without more samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any sample of the involved batch is received in the future, we will re-open the case and analyse it. Anyway, according to the batch manufacturing record review, the product complies with b. Braun surgical specifications. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information received: there was no patient injury. The type of operation was lio dislocation vitrectomy performed on (B)(6) 2020 and the tissue sutured was the eyeball epithelium. The suture technique employed was interrupted and the type and number of knots made were 3 stitches, each one with 2 knots. At the time of suturing, when stitching, it was found that the suture had a yellowish / golden color, it is fragile and breaks easily, causing the knot of the suture stitch to come undone. Surgery prolonged for more than 15 minutes.